Event description:
The patient underwent laparoscopic anterior resection. The anastomosis was created using the car device. Bubble test indicated leak (at time 0). The anastomosis was re-created with a stapler. No stoma was required.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. Niti has re-evaluated this event during a retrospective review, and has determined the event to be MDR reportable. The device production history file indicated that the device was released according to the product specifications. The ring was returned and evaluated. The ring was found damaged, however, since the device is a single use device and it was already fired; it could not be concluded whether this was the cause of the event, or whether the malfunction was related to the use of the device. Leak/malfunctions occurring as part of the surgical procedure enables immediate intraoperative repair.